Manufacturer narrative:
One device was returned for analysis of complaint that the device began to over-infuse beyond 12 ml during testing. No relevant information was found in the event log. Service history review identified the complaint was not related to a previous service of the device within the review period. Probable cause was unknown. Accuracy testing was performed, and the complaint was not confirmed. Removed and replaced the downstream occlusion (dso) seal as preventive maintenance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device began to over-infuse beyond 12 ml. There was no patient involvement.